Event description:
The react vhome ventilator failed to alarm when the patient was disconnected. Although the patient's vitals remained within acceptable limits, the duration of the disconnection is unknown. This patient relies on a ventilator continuously via tracheostomy. The referring hospital has requested that the patient be switched to a different ventilator, as this is not the first occurrence of this issue with their patients.